Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, arm 3 quit working during the case. Technical support engineer (tse) stated the onsite logs show error 100 on arm 3. Customer stated that this error happened when they were changing instruments on arm 3. Then, the customer converted to laparoscopic surgery at that point. The customer completed the case. Tse instructed the customer to do a hard reset of the system when they get a chance. The next case is in a couple hours. Tse asked if they could install training instruments to test arm 3, but they do not have any training instruments. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer and they stated that the arm was bumped, causing the issue. The customer has had no further issues. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted the procedure to laparoscopic surgery after the start of the procedure due to the arm not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.